Manufacturer narrative:
Correction: in initial report, only the year for the manufacturing date was reported, 2013. The correct manufacture date is 6/20/2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacture date: year 2013. A johnson & johnson application support manager (asm) reviewed the case with treating surgeon and provided training awareness. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a catalys treatment, a posterior capsular ruptured in the operative eye. The rupture was noticed after the treatment was performed in the operating room. The treating surgeon reviewed the case with a johnson & johnson application support manager (asm). Upon review with the asm, the posterior capsule is ill-defined in the scans, and the safety margins may have been infringed based on a misalignment of the scans with the posterior capsule.